Event description:
Additional information reported that the therapy impedance was lower than expected. The impedances on contacts 0, 1, and 3 were extremely low (in the double digits); the impedances indicated a short in the system. For the past 2 months, every time the patient turned his head to the right, he felt a shocking on the left side of his body down his arm. The patient¿s therapy was not good.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their doctor or manufacturer representative. It was noted that the patient had an appointment on (B)(6) 2013.

Event description:
It was reported that the patient stated they fell about once a day. It was further noted that the patient was receiving electric shocks for about two weeks prior to the report. The patient stated ¿they had to have x-ray¿s taken to see if there were any break in the wire.¿ additional information was requested but was not available as of the date of this report. Refer to manufacturer report #3004209178-2013-08005 for the patient's additional device.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387-40, lot# j0519173v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# j0519173v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).